Event description:
A non-health care professional reported that a lens was defective. Additional information has been requested and received stating the plunger failed to advance the lens and instead went on top of the lens with no patient contact . This was a common issue with the company preloaded lenses, she said this has happened to her a few times where the plunger is on top of the lens, thus preventing her from opening up the inserter and reloading the lens into a new cartridge without scratching the lens. The surgery was completed on the same day with a replacement lens. There was no harm to the patient.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens was defective. Additional information has been requested.